Event description:
According to the info received, two connectors were utilized on a pt. The pt presented with a non-q wave mi three months postoperatively. Angiogram showed the grafts with 99% osteal stenoses. Stents were placed during ptca (percutaneous transluminal coronary angioplasty).